Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the patient developed a suspected device thrombosis. He was taken to the cath-lab where tpa was inserted directly into the inflow cannula to break up the clot. After the procedure the pt suffered a massive gi bleed, which ultimately resulted in his death. An autopsy was not performed and the pump will not be returned.

Manufacturer narrative:
The approximate age of the device was 17 days. The report of suspected pump thrombosis could not be confirmed, because (B)(4) was not returned. An autopsy was not performed, no log files were submitted, and the pump was not returned for evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.